Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis the device failed an incoming vxi sensitivity test, the operator reran it at the end and it passed, device intermittent operation was noted.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was damaged in the rate knob area, that there was an "extra stop"and that the lower case was broken, the ring cover was contaminated and one battery contact was compressed. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).